Event description:
A medtronic representative reported when turning the handle of the vertek arm the joint doesn¿t lock. This event occurred outside the surgical arena and no patient was present.

Manufacturer narrative:
This allegation was reported prior to any surgery and no patient was present. Both ends of the vertek arm remain stiff, but not locked down. The handle has no effect on either end. This suspect part has direct relationship to the allegation.